Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 458mg/dl and a kidney infection. The customer was treated at the hospital with an IV drip. Customer indicated that they are calling for a sensor replacement. No further details given.